Event description:
It was reported that the pt experienced double lights around objects, blurry distance vision and difficulty with near vision. Allegedly the pt was advised by the surgeon that the lens had "flipped forward". The lens was reportedly explanted and replaced.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.